Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, water supply volume did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, an abnormal sound was made due to damage on up/down knob, adhesive on a-rubber had a chip, u/d knob had a scratch, fe knob had a scratch, fe lever had a scratch, adhesive around objective lens was peeled, light guide lens had a crack, adhesive around lg lens was peeled, c-cover had a scratch, protector of universal cord on s-connector side had a scratch, protector of universal cord on control section side had a scratch, sc cover unit had a scratch, r/l knob had a scratch, flexibility adjustment ring had a scratch, universal cord had a scratch, s-cylinder was shaved, grip had a scratch, control unit had discoloration, control unit had a scratch, and connecting tube had a scratch. Cds (cleaned, disinfected, sterilized) questionnaire was completed by customer as follows: the customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had poor water supply. The issue was found during a diagnostic procedure. The procedure was completed and there were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.